Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were in the or for a new system implant, but impedances were showing high. The caller stated that all pairs with contact 0 were over 4k ohms but the rest of the pairs were around 1700-2600 ohms. The caller stated they've had this happen before and they performed motor testing. Tss suggested motor testing with a simple program using contact 0 and that if a response is seen, likely the impedances are only temporarily high. Tss reviewed that the worst-case scenario would be that they are unable to use contact 0 in programming.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the high impedances were unknown, but probably from moisture on the lead when they placed the battery.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va33s18 implanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.